Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and a burning sensation at the pd catheter exit-site. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human mouths and gastrointestinal (gi) tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was experiencing peritonitis after having burning sensations and constipation. It was stated by the nurse that the patient was currently receiving antibiotics at the clinic and did not require hospitalization. The patient has not recovered but there are two more doses left of antibiotics on the patient, and that he is definitely improving. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6)2024 with abdominal pain with a burning sensation at his pd catheter (not a fresenius product) exit-site. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6)2024 presented with streptococcus oralis in the culture and a wbc count of 29,266/mm3. The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for three weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s ip ceftazidime was discontinued upon culture results. The patient is recovering from this event while on antibiotic therapy at home. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, the patient¿s constipation was determined to be an anticipated effect from normal pd therapy and also not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler through the treatment course.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was experiencing peritonitis after having burning sensations and constipation. It was stated by the nurse that the patient was currently receiving antibiotics at the clinic and did not require hospitalization. The patient has not recovered but there are two more doses left of antibiotics on the patient, and that he is definitely improving. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain with a burning sensation at his pd catheter (not a fresenius product) exit-site. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with streptococcus oralis in the culture and a wbc count of 29,266/mm3. The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for three weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s ip ceftazidime was discontinued upon culture results. The patient is recovering from this event while on antibiotic therapy at home. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, the patient¿s constipation was determined to be an anticipated effect from normal pd therapy and also not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler through the treatment course.